Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report increased pressure gradient post clip implantation. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The mean pressure gradient was 2mmhg. The first clip delivery system (cds 80405u170) was advanced to the mitral valve; however, grasping was difficult and there was loss of leaflet capture after the grippers were lowered. It was noted that a leaflet tear occurred and the mr worsened. The clip was not implanted and the cds was removed. A total of two clips were implanted treating the tear and reducing the mr to 2. After the final clip was implanted, the mean pressure gradient was 8mmhg. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral stenosis appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.